Event description:
It was reported that the customer experienced a pixel issue on the pump display, which affected their ability to interact with the pump and read the screen. There was no reported impact on the customer's blood glucose level. Technical support decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer was also guided on how to put the pump into storage mode and agreed to return the problematic pump within 10 days using a pre-paid label.